Event description:
Effusion in both knees [joint effusion]. Bilateral arthroscopy [arthroscopy]. Received bilateral synvisc injections all at once into the knees [device misuse]. Case description: spontaneous report received on 27-apr-2009 from a physician (orthopedic surgeon) via a company representative regarding a (B)(6) male patient, (B)(6), whose relevant medical history included oa (osteoarthritis) in both knees and shoulders. The patient received 3 injections of synvisc "classic" all at the same time in both knees on (B)(6) 2009. He also received "bilateral shoulder synvisc 2 ml". The patient went to the ER (emergency room) on (B)(6) 2009 with effusion in the right knee and "mild" effusion in the left knee. The knees were drained with "nothing found". The patient was then brought to the or (operating room) for a bilateral arthroscopy on (B)(6) 2009. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.